Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he insulin pump error alarm was occurred multiple times. Customer¿s blood glucose value was unknown. Customer stated that the customer started prime without removing the reservoir before the alarm was occurred. The device will not be returned for analysis.